Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient is still using peritoneal dialysis solution. A causality statement was not reported. Patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information from the nurse (rn). The rn stated that the event was not related to peritoneal dialysis therapy. A batch review was conducted for potentially associated lot number: h11k29103. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.